Manufacturer narrative:
Other text: device and picture were submitted for investigation. A leak test was done where a pinhole leak was found in device. Upon review of manufacturing process, it was found that the fault could not be produced at any point during assembly or packaging. Root cause analysis suspects that the issue happened after the device left smiths medical.

Event description:
Information received a smiths medical breathing/portex general anesthesia circuits malfunctioned. During a pre-use air leak check, the customer found a pinhole in the breathing bag. No patient injury.